Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was that the patient initially reported having issues connecting their communicator and/or handset, receiving a "not found, call manufacturer" message, and mentioned that their ins battery was low. During the call, the patient stated they were able to connect to the application but then connected without issue during call and couldn't replicate the message they had seen. Agent understood that the connectivity issue may have been impacted by the ins battery being low. The patient reported that on monday their settings were changed from group a to group b with the intensity set at 6.6 after meeting with their manufacturer representative (rep). When they attempted to charge their ins, they felt the intensity increase significantly, to the point where they almost screamed and felt very uncomfortable. The patient mentioned that the stimulation hurt and was too strong. When charging, the stimulation became painful, so they needed to turn down the intensity. They also received a message stating, "neurosense is currently adjusting therapy. Try again in a few seconds or consult manual." The patient further mentioned that they were unable to charge the ins on tuesday without the stimulation becoming more intense and painful, and was unable to make adjustments to stimulation on their own since reprogramming on monday. Today, they reported that their leg "lit up" and was hurting. The agent guided the patient on how to turn off device to adjust the intensity settings and redirected the patient to their healthcare provider (hcp) to make any necessary adjustments.